Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pin guide has snapped in half.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update reopen on 08 nov 2016- reopen complaint due to receipt of product in (B)(4). Examination of the submitted device confirmed the reported breakage. A complaint database search found a previous investigation determined that the instruments had excessive levels of inherent stress and that this stress was created during the vendor's manufacturing process. A print change was made to add an annealing process to the affected items. (B)(4) was implemented on november 16, 2010. The health hazard evaluation, root cause, and corrective action is documented on (B)(4) that was closed on february 3, 2011. The current complaint sample lot pg230455 was released for distribution in august of 2013 and was manufactured after the implementation of (B)(4) in november 2010. The root cause of the current device breakage is unknown. Monitor complaints for devices breaking manufactured after the (B)(4) implementation in november 2010. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.